Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on the neuroforamen.

Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where two implants were placed. The patient complained of leg pain the following day. A CT scan suggested that the superior implant was impinging on the neuroforamen. In (B)(6) 2015, the surgeon performed a revision surgery where he retracted the superior implant on the right side approximately two to three millimeters to relieve the impingement. No implants were removed. The patient's pain symptoms resolved following the revision.

Manufacturer narrative:
The patient has had a previous revision surgery (MDR 3007700286-2015-00083) where an implant was backed out a few millimeters. The patient continued to have slight leg pain. In (B)(6) 2016, the surgeon performed a second revision surgery on the patient where he removed the previously adjusted implant. The patient's pain complaints resolved following the procedure.